Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported dyspnea and the reported worsening mitral regurgitation were due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and worsening mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 3 with a prolapse. A mitraclip xtw was implanted without complications. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned with shortness of breath, and worsened mr grade 4. A single leaflet device attachment (slda) was revealed. The clip was detached from the posterior leaflet. To stabilize the slda clip, two additional clips were implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.